Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's connector to hold the belt in place is missing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (broken trunk connector housing/missing nut) has been confirmed. The electrode belt connector locking nut was missing. The root cause of the missing locking nut cannot be positively identified. The belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.